Event description:
Plaintiff alleges sensitization to natural latex rubber gloves that has resulted in allergies and life-threatening, career-ending anaphylactic shock reactions. Further alleges that as a result of exposure, health and life has been threatened and forced her to leave chosen profession permanently, and severly curtailed her quality and enjoyment of life.